Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with a infection on their arm. For treatment, the patient was given intravenous (IV) antibiotics and was given diagnostic tests. The pod was worn between 36 and 48 hours on the arm. The patient was discharged around 5 hours. The pod was discarded.